Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient fell on the ipg site while getting into bed as a result, the pocket site opened. Reportedly, the physician examined the patient and determined the site was irritated, draining fluids, and swollen. However, no fever was not present. Surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted due to infection. Cultures were taken. Postoperatively, an antibiotic spacer was placed in the ipg pocket. Furthermore, the patient will consult with an infectious disease physician at a future date.